Manufacturer narrative:
H1 type of reportable event - corrected - no malfunction. Based on the results of the device history record (DHR) review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. During visual inspection the balloon catheter was found to be damaged inside the hub. The balloon catheter was found to be kinked/bent. During functional inspection balloon could not be inflated due to hub leakage. The functional inspection for balloon leakage found that there was no balloon leakage during the test. There was a hub leakage due to damaged balloon catheter. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported balloon failed to inflate was confirmed during the analysis. The reported balloon leaked during use was not confirmed during the analysis. The device did not meet specifications when received for complaint investigation. The device returned and was analysed. The balloon catheter was found to be damaged inside the hub and catheter shaft was found to be kinked/bent. The balloon could not be inflated during the functional test due to damages. There was no balloon leakage noted during the functional test. Based on recent investigations in collaboration with the chinese sales and marketing team, it is most likely that this damage to the balloon catheter occurred through use of a needle during preparation of the device. An assignable cause of not confirmed will be assigned to the reported defect ¿balloon leaked during use¿ as the defect was not confirmed during the analysis. An assignable cause of user error will be assigned to the reported and analysed defects ¿balloon failed to inflate¿ and to the analysed defect ¿balloon catheter hub leaked¿ and ¿balloon catheter damaged¿ as the issue investigation confirms that there was an act or omission of an act that resulted in a different medical product response than intended by the manufacturer and/or expected by the user. An assignable cause of handling damage will be assigned to the analysed defect 'balloon catheter kinked/bent' as the defect appears to be associated with handling of the product or portion of the product during preparation of the product prior to use. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that during one middle cerebral artery (mca) stenosis case the operator prepared to use the subject balloon to dilate within the catheter. However, during the dilation, the balloon was found to be leaking and was not able to be inflated. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Event description:
It was reported that during one middle cerebral artery (mca) stenosis case the operator prepared to use the subject balloon to dilate within the catheter. However, during the dilation, the balloon was found to be leaking and was not able to be inflated. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
The device is not available.